Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system was not turning on. Review of system log file shows unexpected system state change. Upon troubleshooting, fse found that the breaker got tripped in transfer switch that supplies power to the system. The philips engineer resets the breaker. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the breaker in transfer switch which supplies power to the fd20. The fse reset the breaker and returned the system to use in good working order. Philips has continue to investigate of the complaint. A follow up report will be submitted when further information is received.